Event description:
The customer reported that a vitros 950 chemistry system processed results for multiple assays from slide cartridges of different assays. Biased results could lead to inappropriate physician action. The customer identified the issue as unexpected results or no result was obtained for the assays in question. There was no allegation of pt harm as a result of this event. (B) (4).

Manufacturer narrative:
The investigation determined that a slide cartridge identified in the vitros 950 slide supply 2 inventory as vitros che was actually vitros alt. In addition, a slide cartridge identified as vitros mg was actually vitros k+. Ocd determined that the barcodes were not damaged, and the customer stated that they had not manually identified the slide cartridges when loading them into slide supply 2. Ocd field service visited the customer to verify vitros 950 performance. A slide supply 2 communication error was noted as having occurred during the timeframe of the event; however, the actual error was not provided. It is unk if this error was related to the customer issue. Acceptable results were obtained after loading the correct slide cartridges. There has been no recurrence of the issue. The root cause of this event is unk.